Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device repair and resolution are pending.

Manufacturer narrative:
H10: the field service engineer attempted to repair device by replacing the lcd display, but the lcd ordered was incorrect for this model of v60 and needed the ui assembly without the navigation ring. Fse replaced the power control board for the user interface, but the display would not illuminate and the fse will need to create a follow-up in order to replace the correct parts for this model.

Manufacturer narrative:
G4: updated from 28jul2023 to 25jul2023.

Manufacturer narrative:
A field service engineer (fse) went onsite to rebuild the ui assembly for the customer. The fse successfully completed rebuild of the ui assembly. The customer previously replaced the control processing unit themselves, so the fse had to input the serial number of the device and called tech support to reinstall all of the software options back onto the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed user interface and lcd inverter were returned to the product investigation lab (pil). The pil technician (tech) verified that the lcd user interface and lcd inverter operate as designed. With the suspect lcd user interface and lcd inverter installed into the pil standard test bed (stb) the pil tech verified that they both operate as designed allowing for a crisp set of graphics, a bright acceptable back light and fully functional pil lcd. The allegation against the suspect user interface and lcd inverter has resulted in a no problem found. The lcd was also returned, and fault was verified at the pil. The lcd is blank noting a backlight issue for the lcd. The pil tech verified that the backlights of the lcd ccfl (cold cathode fluorescent light) backlights are faulty. With the use of a known good operating pil user interface pca and a known good inverter pca, the lcd backlight is receiving the correct voltage and frequency (approx. 600vvac) to operate the back light. This verifies that the backlight of the lcd is faulty. The customer complaint has been confirmed, and it is due to a faulty lcd backlight. Per hospital vent electrical engineer, the lcd will not be going back to the vendor for a vendor analysis. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.